Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after switching to a second tandem charging cable.